Event description:
It was reported to philips that the system's flexvision computer was unable to start up, preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) checked the system and confirmed the reported problem. After reviewing the log, rse found the reported malfunction. Upon troubleshooting, rse found that the lateral host pc could not communicate with the flex vision pc. To resolve the problem, rse recommended initiating a manual flex vision start. After repairs were completed, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.